Event description:
I'm writing to formally raise a concern regarding a sensor failure I experienced with your glucose monitoring product. Within just a few hours of applying and using the sensor, it began registering false readings and ultimately failed to function correctly. I followed all recommended procedures and troubleshooting steps, including contacting your technical support team. During the first support call, it was agreed that the sensor should be replaced. However, I was later informed that due to a quota limit on replacements, abbott would not honor the commitment to send a new sensor--even though this was a clear case of product failure and not due to misuse or accidental removal. I have had several failures in past few months with the 3 plus sensors. This experience has not only compromised my ability to monitor my condition effectively, but also undermined confidence in the consistency of your support policies. I believe your customers deserve reliable products, and when failures occur, prompt and fair resolution should follow regardless of arbitrary quotas. I have already submitted a complaint to the better business bureau, but I'm reaching out here in hopes of a more thorough review and resolution. I would appreciate any opportunity to revisit this situation and discuss how it can be addressed more fairly. Sincerely, (B)(6) [july 17th /case number:(B)(4)], bbb case #: (B)(4).